Event description:
(B)(6) 2007 - patient presented with significant long-standing complaints of radiating leg pains which has not been amenable to non-operative measures. At this point, he felt he could no longer tolerate the symptoms. Patient underwent transforaminal lumbar interbody fusion (tlif) at l4/5 using cage with rhbmp-2/acs and posterolateral fusion using instrumentation. During surgery, the ¿cage was loaded with rhbmp-2/acs. Prior to direct impaction of cage the anterior space had been loaded with patient¿s locally harvested autogeneous bone graft and impacted into position. Posterolateral fusion was then performed on the right. Bmp sponge wrapped in burrito fashion with autogenous bone graft and then remaining autogenous bone graft was packed posterolaterally.¿ (B)(6) 2007 ¿ patient had portable spine x-ray. Imaging interpretation: ¿there appears to be minimal anterolisthesis of l4 over l5. There are multilevel marginal osteophytes and sclerotic degenerative endplate changes. Degenerative changes of facet joints are also evident. L4-l5 fusion in progress.¿ (B)(6) 2007 patient was seen for follow up. Patient¿s ¿biggest complaint being that of left lower extremity numbness, especially distally as well as a significant amount of fatigue. Otherwise, he notes that his pain preoperatively was 9-10/10, he now rates it at approximately 6/10.¿ (B)(6) 2008 ¿patient presents for follow upon his back pain. Still is having a lot of pain but is not as bad. Has pain radiating down the l leg. Leg gets numb all the time. Pain scale7-8/10. Starts therapy on the (B)(6).¿ ¿he had good results with surgery. He is very satisfied. He has mild pain only, 1 to 2 and his pain is more or less controlled with his current regimen.¿ (B)(6) 2008, patient underwent lumbar x-rays. X-rays compared with images from (B)(6) 2007. Imaging interpretation: ¿demonstrates interval postsurgical changes, with laminectomy at l5 and s1, with posterior spinal fusion, l4-l5, with transpedicular screws in place . Bone graft is noted laterally on the right. Radiopaque interdisk spacer is identified, as well. No evidence for loosening. Redemonstration of grade 1 spondylolisthesis, l4 relative to l5, and minimal retrolisthesis, l2 relative to l3 .¿ (B)(6) 2008 patient seen for follow up. Patient reports that ¿ there is left sided leg and buttock pain intermittently. He experiences the pain increased with riding his exercise bike.¿ (B)(6) 2008 patient seen for follow up. ¿reports decrease in discomfort.¿ (B)(6) 2008 patient seen for follow up 3 months status post his lumbar laminectomy and fusion.. ¿his biggest complaints of that is in a functional capacity. He just feels like he cannot do the things that he used to do but this may be more indicative of just musculoskeletal limitations as opposed to any significant postoperative difficulties. He still has some occasional dysesthesias into his left leg but he is now able to occasionally go up and down steps, just the fatigue seems to be a big factor. His other big concern is that since surgery he feels like he has had increasing complaints with rectal dysfunction.¿ (B)(6) 2008 patient seen for ¿follow-up of his lumbar laminectomy and transforaminal lumbar vertebral fusion, noting that preoperatively his pain essentially he felt was a continuous 10/10 and he now rates it at approximately 5/10 on average. He has not really been trying to use any oral medications and his biggest complaint in listening to him is that he has difficulties with certain activities such as trying to get things off the floor, forward flexed activities, and that he feels quite stiff especially upon waking in the morning. He has been very diligent about trying to maintain a home exercise program. He is actually trying to walk 4 miles a day, although he notes that by mile 2 he gets a significant heavy sensation and numbness and tingling into his legs but he pushes through it.¿ (B)(6) 2009, patient seen for left lumbar radiculopathy. Patient will start on gabapentin. (B)(6) 2009, patient seen for ¿follow-up of his left lower extremity really dysesthesias in a radiating fashion that are markedly improved from preoperatively.he notes that initially his pain had been 10/10. He now rates it approximately 5/10, but it has just really plateaued and not gotten a lot better.. The patient states he is having a lot of pain in his lower back and left leg for the last 6 weeks. Occasionally, he has a shooting pain - numbness and a burning in the calf and 5th toe.¿ (B)(6) 2009, patient underwent lumbar x-rays. Xray imaging interpretation: ¿there is increasing lucency surrounding the right l4 transpedicular screw, suggestive of loosening. There is maturing bone graft material along the right posterolateral rod . There is a laminectomy defect at ls and partial defects at l4 and s1.¿ patient also underwent lumbar MRI.. MRI imaging interpretation: ¿the previously-noted tight central spinal stenosis at l4-l5 has been remedied. There is no central stenosis at this time at l4-l5. No central stenosis is noted at l5-s1. The previously noted diffusely bulging disk at l4-l5 has improved as well, although extending slightly toward the left and protruding from the posterior disk margin at l4-l5, the disk spacer appears to extend slightly into the range of the thecal sac with minimal effacement on the post enhancement t1-weighted axial images. This appears to result in foraminal compromise, although there is streak artifact in that region. This would be on the left. The right foramen appears unremarkable.¿ 1. ¿since the prior study of 2007, the patient has had bilateral laminectomy and posterior metallic stabilization at l4-l5 extending to sl. The patient has also had disk fusion with disk spacer at l4-l5. The previously noted central stenosis at those levels has resolved. There is no significant central stenosis noted at this time with the l3-l4 level being at the lower range of normal.¿ 2. ¿the disk spacer prosthesis appears to extend slightly posterior to the expected disk margination on the left at l4-l5 and there is very minimal effacement of the thecal sac on the left near the foramen. This does demonstrate peripheral enhancement. This may result in foraminal compromise at l4-l5 on the left. There is some streak artifact resulting in some image degradation in that region. The foramina at l4-l5 and posterior element hypertrophic change is redemonstrated at l5-s1.¿ 3. ¿there is a diffusely bulging disk with posterior element hypertrophic change at l3-l4, very similar to prior study. There are po sterior element hypertrophic changes in the upper lumbar spine. The foraminal areas are stable at those levels. No interval herniated disk appreciated at those levels.¿ (B)(6) 2009 patient seen for a recheck on his left leg pain / left lumbar radiculopathy, erectile dysfunction and urinary hesitancy. ¿the patient is taking their medication regularly as directed. Discussed testosterone level but patient declined. It may be more related to his blood pressure (bp) medication and possible vascular disease due to his cardiovascular risk factors. Patient probably has some bph. His psa last fall was normal. I was not impressed by prostate size at his recent complete exam. In any case, he should try to cut down on his fluid intake at night.¿ (B)(6) 2009 patient seen for ¿follow-up of his left lumbosacral back pain that radiates down through his left buttock, posterior thigh, to the foot. He notes that on average he rates his pain at approximately 4 or 5 out of 10, but more especially the numbness and tingling down into his leg. He recently was started on gabapentin. (B)(6) 2009 MRI interpretation: he has left 4-5 foramen there is a hint of suggestion of some bony overgrowth that may be impeding the exiting nerve root.¿ (B)(6) 2009 patient seen for ¿left leg numbness and sometimes burning with walking. Left sciatica -- still has pain and numbness, sometimes weakness, left leg.¿ (B)(6) 2011 patient seen for ¿complete physical exam and medication refills. Patient states that he is having pain in shoulders, worse in the am upon getting out of bed and reaching. Continues to have numbness in legs.¿ patient stopped taking gabapentin regularly.¿ ¿per patient and family members patient has been having problems with memory loss and patient reports gets lost a couple of times as he tried to find his wayback home.¿ patient will start viagra for erectile dysfunction. (B)(6) 2011, patient seen for chest pain. Patient felt very dizzy.the pain was severe and sharp. The patient reported that he has had shortness of breath over last two weeks. (B)(6) 2011, patient seen for follow up. Patient ¿stopped his gabapentin and the pain has worsened. He would like to restart it and also would like to have percocet refilled. Thinks he would use percocet only 2-3x/week as he doesn't like to take narcotics. Recently had chest pain that he went to ER for. Cardiac eval was negative and was told it was gerd.¿ (B)(6) 2012 patient presents to the ¿office for a complete physical examination. Patient was reevaluated for lumbar radiculopathy. Patient ¿doing ok with current meds but still has occasional increased pain where he has to take [medication]. He is not always consistent with the gabapentin.¿ patient underwent chest x-rays. Imaging interpretation: ¿there is multilevel degenerative disc disease with flowing anterior osteophyte formation noted throughout the mid and low thoracic spine.¿ (B)(6) 2012 patient was reevaluated for lumbar radiculopathy. ¿patient has been taking his gabapentin prn and is still having lots of left leg numbness and some pain. Percocet has helped with the pain.¿

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.